Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The patient present with st elevation myocardial infarction. The target lesion was located in the distal left main, proximal left anterior descending and proximal circumflex disease with some calcification. The physician was attempting to stent the circumflex using a 3.50 x 16 synergy ii drug-eluting stent after pre-dilating the lesion. As the stent was loaded on the workhorse wire, the shaft of the stent snapped cleanly in the middle of the device. The stent never entered the patient and all the pieces were removed from the table before proceeding any further. The procedure was completed with another of the same device. No patient complications were reported and no harm was done to the patient.